Event description:
It was reported that a pt underwent an aortic valve replacement and pericardial aneurysm of the ascending aorta repair procedure on 12/01/2003. During the procedure, the pt received blood thinners and two units of blood. The procedures were completed successfully. However, at the end of the case, the pt began bleeding excessively from the operative sites in the heart/aorta. As a result, the surgeon worked to control the bleeding at the site and placed additional sutures for closure. The pt also received 14 more units of blood and a "blood thickener to reverse the blood thinner." During the procedure, the surgeon used sponges. The pt was discharged from the hospital on 12/13/2003. The pt developed an irregular heart rhythm after discharge. Testing was performed which included a chest x-ray on 01/08/2004, during which an oblique linear density was noted in the pt's chest as well as a slightly enlarged heart. No medical or surgical treatment was provided at this time. The pt appeared to be doing well post-operatively with no complaints until 2005. In 2005, the pt began having shortness of breath, blood pressure fluctuations and an irregular heartbeat. The pt underwent further testing (x-rays, CT scan) and was seen by the cardiac doctor and pulmonologist. Again, no apparent treatment was reportedly given. In 05/2007, the symptoms progressively got worse to the point that the pt could not work and was very short of breath. The pt returned to her doctors and was placed on medications and anticoagulants. This resulted in nosebleeds and then a sinus surgery. On 07/05/2007, the pt went to a different cardiac surgeon, who sent the pt for x-rays (front and lateral) and additional tests. The pt was diagnosed with having retained sponge/s (unknown qty). The surgeon reportedly could see the sponge/s on his x-rays as well as on the previous x-rays taken (2005 and 01/08/2004). The mass was now in the pt's chest next to her heart, which contained the sponges and had grown to approximately the size of the pt's heart. The mass was located at the top and back of the pt's heart. The pt underwent an operation in an attempt to removed the mass on 07/10/2007. The mass reportedly had grown and was attached to parts of the heart with scar tissue. The surgeon began to dissect away the scar tissue and pieces of gauze. As the surgeon came closer to the heart, it was found that the pt's cardiac tissue had become friable and a hole was torn in her heart. The surgeon repaired the heart, however, the pt was not able to come off bypass. As a result, the pt expired on 07/10/2007. The pt did not have an autopsy/post mortem examination. The pt was later cremated.

Manufacturer narrative:
Conclusion: this is considered a user error as the ray-tec sponges are not designed to be left in the body.